Event description:
The pt was implanted with herniamesh t-sling. Later the pt experienced recurrence of stress urinary incontinence, cystocele, rectocele, pain, infection, bleeding, dyspareunia, neuromuscular problems and lower back pain. An implant of a competitor's product was performed.